Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a code via the remote home monitoring system indicating possible premature battery depletion. Technical services (ts) was consulted to review the data and found the battery usage has increased at a gradual rate. Ts discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the device was explanted and successfully replaced. No additional adverse effects were reported. The device is not expected to be returned for analysis as the patient did not give their consent for return of product.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The device is not expected to be returned for analysis as the patient did not give their consent for return of product.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a code via the remote home monitoring system indicating possible premature battery depletion. Technical services (ts) was consulted to review the data and found the battery usage has increased at a gradual rate. Ts discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.